Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/18/2018. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed advanced and locked as required. Visual inspection showed no viscoelastic residue inside the cartridge. The cartridge tip was observed deformed, and an extra piece of plastic was observed. The customer's reported complaint was verified; however, as the device was handled, a product deficiency could not be identified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted/explanted, give date: not applicable no patient involvement reported. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the second push of the plunger, a piece of plastic was observed at the end of the cartridge of the preloaded delivery system (model pcb00). Reportedly, another pcb00 was used. No patient injury or involvement was reported. No further information was provided.